Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The anatomy appeared to be structurally normal with a trace pericardial effusion noted prior to attaining groin access. The device was successfully deployed and landed at the ostium with no leaks. The device passed tug test and the release criteria was met. A transesophageal echocardiogram was performed to check for a pericardial effusion and revealed a trace of unchanged pericardial effusion from the start of the procedure. The patient remained stable with a normal heart rate, blood pressure, and oxygen saturation. An activated clotting time (act) of 338 was noted during the procedure. Additionally, heparin and fluids were given. Later in the day, the patient started complaining of chest pain and their pressure dropped to 62/53. A drain was placed and 900cc of fluid was removed. The patient remained stable.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The anatomy appeared to be structurally normal with a trace pericardial effusion noted prior to attaining groin access. The device was successfully deployed and landed at the ostium with no leaks. The device passed tug test and the release criteria was met. A transesophageal echocardiogram was performed to check for a pericardial effusion and revealed a trace of unchanged pericardial effusion from the start of the procedure. The patient remained stable with a normal heart rate, blood pressure, and oxygen saturation. An activated clotting time (act) of 338 was noted during the procedure. Additionally, heparin and fluids were given. Later in the day, the patient started complaining of chest pain and their pressure dropped to 62/53. A drain was placed and 900cc of fluid was removed. The patient remained stable. It was further reported that the patient was on xarelto, plavix and aspirin pre procedure. However, xarelto was held for 3 days prior to the procedure. The patient was discharged home on (B)(6) 2020.